Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the jet tube, the jet tube control unit, and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the investigation results, it was confirmed that there was a foreign substance adhering to the secondary water supply channel and nozzle, but it was not possible to identify the foreign matter. It is possible that the user could not perform reprocessing properly due to leakage from flexibility adjustment ring and remove the foreign material. The cause of the foreign matter remaining on the device could not be identified. User may detect/prevent the events by following IFU below. IFU states detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.